Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-sep-2018 with the following findings: the recorded total daily doses of insulin added up and correctly reflected the user's programmed basal rates. The pump was exercised for 24 hours and was correctly recording the basal rate during the duration of the test. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 51mg/dl, with blurred vision, and confusion, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient stated ¿the pump may not be delivering correctly¿. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.